Event description:
The patient was electively entering a detox center for 6-8 weeks to get him off of medications. The patient and his wife wanted to get him to baseline with the detox and then start all over again. Once back to baseline and off of all drugs, the patient wanted to start the pump therapy again. The patient was being titrated off of the pump with plans to fill the pump with saline once the patient reached the detox center. As of the date of this report, they were unable to aspirate any drug from the reservoir; they were expecting 28.2 ml; they got 0 ml. They knew the needle was in the reservoir port. They tried 2 times and stated ¿no backflow was coming¿. They were confident that there had been no programming errors. The last pump refill was (B)(6) 2014 and 40 ml was put in the pump reservoir at that time. There had been no known previous reservoir volume discrepancies with the pump. The device system was delivering dilaudid and had been reduced to minimum rate on ¿thursday¿. On (B)(6) 2014, they accessed the pump under fluoroscopy and were able to get 26 ml of dilaudid from the pump. The doctor was unable to get flow from the cap (catheter access port). Saline was put in the pump and the pump was set to minimum rate. No further action was planned to address the pump until the patient¿s detox process was completed.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).